Event description:
It was reported that this patient received multiple inappropriate shocks due to oversensing of noise. The system was initially reprogrammed to primary sensing vector. It is noted that the patient's alternate vector had low amplitudes. The patient was brought in for system evaluation and the noise was reproducible so the physician elected to program the system off. Subsequently, the entire system was explanted due to these inappropriate shocks. The patient is currently wearing a life vest. No additional adverse events were reported.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.